Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's tip was damaged because the assistant's forceps and the subject device clashed and became stuck together, and when the forceps were forcibly removed, the tip was damaged. The issue was found during a therapeutic total laparoscopic hysterectomy, the procedure was completed with a back-up device. There were no reports of patient harm.